Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was randomly losing connection. A technical support specialist dialed in to the station and the logs were reviewed and the errors matched the previously reported synchronization failure. Disaster recovery steps were followed, and the station¿s last successful sync was confirmed on (B)(6) 2025. Recovery data and missing-transaction checks were performed, showing no lost data. The station database was then decrypted, backed up, deleted, and rebuilt by following knowledge article "proper data sync 2.0 procedure" and according to standard med station es recovery procedures as per knowledge article "disaster recovery procedure for medstation es (new process)". A full synchronization was initiated and completed successfully, after which the station was encrypted again and restarted. Final verification on the server confirmed the station was fully synchronized and operating normally. The customer was updated with the resolution. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was randomly losing connection, user tried multiple active data ports and able to connect and there was internet, but it was keeps showing disconnected from the server. There were no adverse events or injuries reported based on this event.